Event description:
Advanced life support personnel were treating a pt and initiated an electrocardiogram analysis with the device. The device rendered a "shock advised" decision and began to charge the defibrillation storage capacitor. Reportedly, as soon as the device began to charge, a "charge removed" message was observed and the device aborted the charge. A second analysis was made with the same results. A third analysis was made and the device then charged and delivered the defibrillation countershock to the pt. The pt info was not made available.